Event description:
A patient contact reported that a peritoneal dialysis (pd) patient contacted fresenius customer service. The patient contact reported the patient got an infection (unspecified) and had their pd catheter (not a fresenius product) removed. No additional information was provided. Attempts to obtain additional information were unsuccessful. The reported infection is unspecified and led to a pd catheter removal. The reason for the pd catheter removal is unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient contacted fresenius customer service. The patient contact reported the patient got an infection (unspecified) and had their pd catheter (not a fresenius product) removed. No additional information was provided. Attempts to obtain additional information were unsuccessful. The reported infection is unspecified and led to a pd catheter removal. The reason for the pd catheter removal is unknown.

Manufacturer narrative:
Corrected information: a2 - inadvertently omitted information plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient contacted fresenius customer service. The patient contact reported the patient got an infection (unspecified) and had their pd catheter (not a fresenius product) removed. No additional information was provided. Attempts to obtain additional information were unsuccessful. The reported infection is unspecified and led to a pd catheter removal. The reason for the pd catheter removal is unknown.